Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with dried contrast in the shaft and balloon of the device. The device was soaked in a warm water bath for 7 days. Analysis of the tip, balloon, inner/outer shaft, hypotube and hub/strain relief included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and a kink in the inner shaft located 47mm from the tip of the device. The reported balloon bust and failure to cross could not be confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderatelly tortuous and severely calcified mid-left anterior descending artery. After pre-dilatation was performed with a 3.0x15mm non-bsc balloon catheter, a stent was placed. Post stent implantation, a 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, it failed to cross and the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery. After pre-dilatation was performed with a 3.0x15mm non-bsc balloon catheter, a stent was placed. Post stent implantation, a 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, it failed to cross and the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications nor injuries were reported.